Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer reported abd/abd cards lot 081117053-04 that they received 02-16-18 that the a and b typing confirmations are not correct. They get false positive reactions on the anti-b well,(i.e a units are testing as ab). D typings are fine. Account only uses cards for donor retypes. Account will do donor retypes on abd/reverse cards to fix the issue. Issue started on: on going. Frequency: exact number of times not provided. Microtubes/wells or cell (donor #) affected: only the forward a and b microtubes. D typings not affected. Methodology used: manual gel. Reaction grade obtained: sometimes false positive. Customer was expecting: results to be accurate. Daily qc was performed today with no problem ortho confidence lot#cnf104 exp 04.10.18. Cards /cassettes/ storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Account will switch to abd/reverse cards for abd testing. Ortho will send instructions for use of the (B)(4) a/b/d/a/b/d monoclonal to customer. After discussion with customer ortho found out customer was doing the dilution of the cells to 0.8% not following the instructions for use. Customer states they use 10ul packed cells in 1ml of mts diluent 2. Ortho discussed with customer that under (B)(4) IFU's states "dilute the donor or patient red blood cells to 4% ± 1% in mts diluent 2 plus (e.g., deliver 0.5 ml of mts diluent 2 plus into a test tube and pipet 50 ul whole blood or 25 ul packed red blood cells into the diluent). Mix gently to resuspend. Ortho did ask customer to repeat testing, customer will do it and agreed to call back to provide information to ortho. Customer repeated testing and now following red cells suspension in accordance to IFU's. Once customer repeated testing of the units they were able to confirm the same abo type as labeled on blood unit. Customer satisfied.